Manufacturer narrative:
The investigation of the complained applicator outer shaft shows a deformation of the front section. Because the trial implant was not sent back, we can not elicit the exact cause of the damage. Incomplete solving of the applicator shaft while hammering into the space of the disk can lead to such damages. It was established that the instrument was manufactured according to our specifications. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: damages on the distal end on the device. The outer shaft is dented, without distractor. In addition it is difficult to install the inner shaft of the applicator, respectively to remove it from the outer shaft. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.